Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).it was reported that following insertion the patient experienced urinary retention, urinary urgency and nocturia.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation concurrently with transvaginal hysterectomy, bilateral salpingo-oophorectomy, and enterocele repair due to stress urinary incontinence. It was reported that after implantation patient experienced pain, recurrence, dyspareunia, vaginal scarring, neuromuscular and urinary problems. It was reported that patient underwent sling release and mesh removal on (B)(6) 2005 due to incomplete bladder emptying. (B)(4).